Manufacturer narrative:
The device has been discarded by the customer. An evaluation for the event is completed. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The exact cause of the event cannot be exclusively identified. However, based on the past investigation results, the intensive wearing (melting) of the tissue pad likely occurred by the following reason: the distal end of the tissue pad was intensively worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic salpingectomy procedure, the device teflon pad melted. The procedure was completed with another similar device with no impact to the outcome. There is no harm or adverse impact to the patient. No other device was replaced during the procedure.

Event description:
Addendum feb 24, 2023: the event occurred in the middle of the procedure. Doctor was performing function seal and cut with settings 2:1. A short circuit error message was received for the event. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Information on other devices used in conjunction with this device at the time of the event is not available.